Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were pain like bee stings and soreness. The patient was prescribed antibiotics and pain medication and underwent an explant procedure. The physician believed that the infection was procedure related and not device related.